Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was displaying a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Correction: section d10 product available to stryker of the initial medwatch report indicated: field section d10 product available to stryker of the initial medwatch report should indicate: return additional information: physio-control was unable to verify or duplicate the reported issue. After passing functional and performance testing, the device was returned to the customer for use. Root cause was not determined.

Event description:
The customer contacted physio-control to report that their device was displaying a white screen. A white display can be indicative of a device lock up condition. As a result, defibrillation therapy may be unavailable, if it is needed. There was no patient use associated with the reported event.